Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (INS) for urge incontinence and urinary/bowel dysfunction. It was reported that Information was received from a patient with an implanted neurostimulator (INS) for urge incontinence and urinary/bowel dysfunction. It was reported that the patient (pt) had not gotten relief from the therapy for over two months. Pt said that about two months ago they connected to check and adjust the settings; however, they received the message that internal battery is low and to contact the clinician. Pt said they were surprised to see the message as they were told that the battery would last ten years. Agent reviewed device information, including how higher settings can affect INS battery longevity. Pt said they were okay with the device being off. Pt had an appointment with their physician; however, a manufacturer representative (rep) was not present. The pt mentioned that the physician was surprised about the low INS battery message. The rep was notified of the patient situation and the pt was redirected to their healthcare provider (HCP) to further address the issue.

Manufacturer narrative:
B3: Event date is not known. Please see B5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.